Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the right ventricular lead impedance and threshold had steadily risen. No programming changes were performed. The physician elected to continue to monitor. The patient was in stable condition.